Manufacturer narrative:
Regulatory.responses@icumed.com one device (lot # 4327091) was returned for evaluation. Visual inspection revealed no anomalies. Functional testing was able to replicate and confirm the reported leak. IFU cautions section leaking can occur if using solutions containing high levels of surfactants which may cause fluid leakage through the air vent passage of the filter. No corrective actions were performed since the failure mode is not related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable was leaking and had an air bubble in the filter. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.